Event description:
Manufacturer was contacted by customer alleging that the signal for bed exiting detection was not being received to the wall (for relay to the nurse call system). No related incident.